Event description:
It was reported that the patient had an inflatable penile prosthesis explanted due to an infection. Further information was requested and not yet received.

Manufacturer narrative:
Additional information: additional information: analysis results, evaluation results and conclusion code.

Event description:
It was reported that the patient experienced a surgical site infection with an inflatable penile prosthesis (ipp). The entire ipp system was explanted, no new device was implanted. Analysis results: an overall investigation conclusion code of adverse event related to procedure was chosen as the reported adverse event occurred during the procedure and the device had no influence on the event. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Manufacturer narrative:
Additional information: patient experienced a surgical site infection , implant date, device had returned.

Event description:
It was reported that the patient experienced a surgical site infection with an inflatable penile prosthesis (ipp). The entire ipp system was explanted, no new device was implanted.